Event description:
Symptomatic small bowel obstruction 31 months after repair of ventral hernia with mesh placement; required return to or (operating room), found to have marked omental and bowel adhesions to the mesh, requiring bowel resection.